Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bad adjustment. The issue was found before of an unspecified procedure that was completed with the same equipment. There were no reports of patient harm.

Event description:
It was reported that the subject device had intermittent operation, bad adjustment. The issue was found during preparation for an unspecified procedure, that was completed using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information, and the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6 (investigation), h11 corrected fields: b5, h6 (medical device problem code) the device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.